Event description:
It was reported the patient is periodically experiencing overstimulation directly to her knee. The patient stated the overstimulation occurred after an unrelated surgery. Reprogramming was unable to resolve the issue. It was also reported the amplitude had to be increased for the patient to feel stimulation. Diagnostic testing did not reveal any anomalies. X-rays are to be ordered and the patient may undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.